Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (date of live birth: (B)(6) 2008, (B)(6) 2010.). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), 2 years 2 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced acne ("allergy- rash/skin condition"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery scheduled date: (B)(6) 2019). At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, menorrhagia, acne, anxiety, urinary tract infection, alopecia, fatigue, weight increased, vaginal haemorrhage, depression, mood swings, nausea and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Insertion date as per current pfs: (B)(6) 2010. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram on (B)(6)2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain- dysmenorrhea (cramping), pelvic/abdominal pain, bleeding menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, psych injury, uti, hair loss, fatigue, weight gain. Lab data and reporter's information was added. On 19-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), pregnancy, pregnancy (stillbirth or miscarriage), device ineffective, mood swings, nausea, back pain were added. Event psychological trauma was replaced with the events: anxiety, depression and event dermatitis allergy was replaced with acne. Lab data was updated. Concomitant and historical conditions were added. Reporter's information was added. Fu2 & 3 processed together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.